Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the exposure was not possible. A review of the system logfile confirmed the reported malfunction. As a troubleshooting the rse performed a cold restart and turn off and on of the circuit breaker, but issue persisted. The fse visited onsite and upon functional testing, the fse found that the cooling unit responsible for cooling of the x-ray tube was malfunctioning due to which the exposure was not possible. To resolve the reported issue, the fse replaced the cooling unit. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system generated the message "exposure not possible, tube anode problem". The device was in clinical use. No patient or user harm was reported. The procedure was aborted. A philips field service engineer (fse) inspected the system onsite and replaced the cooling unit which resolved the issue. The device was returned to use in good working order.